Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00092. The patient ((B)(6)) is implanted with two percutaneous leads from different lots. It was reported one of the patient's leads had begun to protrude near the anchor site. In addition, the patient complained of increased pain on the right side. Reprogramming was undertaken which reportedly resolved a significant portion of the patient's discomfort. Nerve block procedures were conducted as well. There are no plans for invasive intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.